Event description:
Information received by medtronic indicated that system notice message 50032 (the safety system has detected a compromised outer vacuum) occurred during a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2014.

Manufacturer narrative:
The returned device and was visually inspected and functionally tested. Bin files confirmed the system notice #50032 ¿outer vacuum compromised¿ at injection 3. Failure files showed the system notices 50005 ¿leak detection¿ and 50006 ¿blood detection¿. Smart chip verification indicated the catheter was used for 7 injections. Visual inspection showed traces of blood inside the inner balloon. Performance test failed due to system notice #50005 ¿leak detection¿ upon connecting the catheter to the console. Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 1.35 inches from the tip inside the heat shrink. System notice # 50032 "outer vacuum compromised" was not confirmed through testing and could be related to an intermittent electrical signal from the electrical umbilical or auto-connection box. The electrical umbilical and auto-connection box for this case were not returned. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.